Event description:
A malfunction alarm was reported, but there was no adverse impact to the customer's blood glucose level. The customer's blood glucose did not exceed concerning levels. Technical support provided the customer with instructions to reset the pump, and the pump was successfully reset without any recurrence of the malfunction code. The customer was advised to continue using the pump but to call back if the malfunction code appeared again, which the customer understood and acknowledged.